Event description:
The lay user/pt's mother contacted lifescan on april 29, 2007 and alleged that her son's one touch ultra meter had a calcode issue. The medical affairs specialist was not able to reach the reporter after several attempts via phone. A letter was sent to the address provided. The reporter called on the pt's behalf to get help on coding the reporter meter. The pt has had this meter for over a year, but has not been able to use the meter since he does not know how to use it. His last attempt was about 3 month ago. The mother mentioned that in 2007, (exact date/time not provided), the pt had vision difficulty and frequent urination. He did not attempt to test on the reported meter since he "did not know how to use it". He was taken to the hospital and admitted there since his blood glucose was "around 500 mg/dl". He was treated with "insulin for 3 days". Prior to his admission to the hospital, the pt had continued to take his oral medications twice a day (metformin 4 mg and glyburide 500 mg). At the time of troubleshooting, it was discovered that the pt was using bd test strips (incorrect test strips for the ultra meter). The report/pt did not have the correct test strips to complete troubleshooting. This complaint is reported because the pt alleged he was unable to test on the meter since he did not know how to set-up the meter/perform a test (use error). He further claims he began to experience symptoms of hyperglycemia and was admitted to the hospital with a blood glucose result of 500 mg/dl. A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.